Event description:
Dealer states one of the screws to attach the arm sockets is broken. No further information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.